Manufacturer narrative:
The device was not returned for evaluation. The activity log from the event was returned and evaluated. The log showed the unresponsive shock button press was one of three that occurred when the device was not charged. The device issued the press charge prompt. This claim has been closed as device meets specification. Communication from the customer indicated the issue was due to user error and has been resolved, and that the unit is currently in use. Therefore, the unit will not be returned to zoll. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.